Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 21.5 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. It was later explanted on (B)(6) 2018, due to mechanical failure. There was an incision enlargement, but no injury to the patient. Reportedly, the patient is doing good. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
In review of the initial MDR, the section were not correct. The following sections have been updated accordingly: both adverse event and product problem should have been selected. Serious injury should have been selected. Device available for evaluation? Yes. Returned to manufacturer on: 09/26/2018. Device returned to manufacturer? Yes. Device evaluation: visual inspection of the returned lens shows the product is damaged, most probably to make explant possible. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. The complaint cannot be confirmed. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.